Event description:
It was reported the patient was admitted to the hospital after multiple antitachycardia pacing and shock therapies were unsuccessful in reverting the patient from ventricular tachycardia. The patient had to be cardioverted through an external defibrillator. The patient was admitted back to hospital a couple of days later for lead capping. The device was also replaced due to premature battery depletion and failed defibrillation threshold testing. The patient condition after the procedure was stable.